Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the physicians decided to implant the valve into a patient with severe aortic regurgitation (ar) and mild aortic stenosis. Computed tomography (CT) analysis showed: annulus perimeter: 88.5 millimeter (mm), left ventricular outflow tract (lvot): 88 mm, sinus of valsalva (sov): non-coronary cusp (ncc) = 42mm, right coronary cusp (rcc):41 mm, left coronary cusp (lcc): 43 mm. A non-medtronic guidewire (safari) and non-medtronic introducer sheath (gore) were used. During the first implant attempt at an implant depth of 3 mm on the ncc and 3 mm on the lcc, the valve dislodged after pacing was stopped. A second deployment attempt was made with the same results. A third attempt was made to implant the valve deeper (4-5 mm) but the valve dislodged towards the left ventricular outflow tract (lvot). The procedure was stopped and the system was retrieved from the patient. No pre or post implant balloon aortic valvuloplasty (bav) was was performed. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: six static images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review. It was reported the patient had severe aortic regurgitation and mild aortic stenosis which might have contributed to the implant difficulties. During implantation attempt, the valve appeared to be at an acceptable depth but dislodged towards the ventricle while still at 80%. It was reported the implantation attempt was aborted. Of note, the valve attempted is not approved to treat patients with aortic regurgitation nor mild aortic stenosis. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.